Event description:
The facility representative reported "that the alarm does not work all the time". This was found during bio-med testing, with no patient involvement. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
The pump has not been received for evaluation. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.